Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The device could not recreate the cassette failure, and no error code were found in the ehl review. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced reinstalled software, performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration, and the pump passed all functional tests and performed as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not attached properly. There was no patient involvement.